Manufacturer narrative:
Device has been evaluated but the components have not been replaced. The device has been scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator was alarming for a "low inspiratory pressure" condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue.